Event description:
It was reported that the user experienced fluctuating blood glucose on the ilet system with episodes of hypoglycemia followed by hyperglycemia and concern that dinner announcements were adapted too high; the user attributed difficulty adhering to standard hypoglycemia treatment guidance due to slow carbohydrate absorption related to a stomach condition. Symptoms included low glucose episodes requiring treatment and subsequent high glucose excursions accompanied by dizziness. Outcomes included the need for oral glucose administration and device troubleshooting. Investigation included customer support review, user education on hypoglycemia management, device reset, and re-initiation of automated (bionic) mode with best-practice reinforcement. Investigation of this case revealed user-driven overtreatment of hypoglycemia with delayed carbohydrate absorption contributing to rebound hyperglycemia. It was concluded that the event was related to use conditions rather than a device malfunction, with corrective action consisting of education, reset, and scheduled additional training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.